Event description:
Tech reported the venous pressure on a system 1000 hemodialysis device went to 550 mmhg during treatment and the device did not alarm. There was no pt injury or medical intervention associated with this incident.